Event description:
This is being filed to report a mitraclip that was difficult to remove, resulting in tissue injury. It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr). One mitraclip was implanted. An xt clip was then advanced in the patient, however, there was an entanglement in the chordae. During attempts to recover the clip from the chordae, it was suspected a chordae rupture of the posterior (p3) segment occurred. The xt clip was removed and replaced. The procedure was complete with a final mr grade of 2. However, from imaging there seemed to be a small flail in the medial commissure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unspecified tissue injury (no treatment) associated with the chordae rupture and medial commissure flail are due to the difficulty to remove device. The cause of the reported difficult to remove (anatomy) appears to be due to challenging patient anatomy (restricted p2 scallop, a2 scallop pseudo-prolapsing, and a small coaptation gap). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.